Event description:
It was reported that during an endoscopic vein harvet, the tip of the optical dissector separated from the rest of the device. The tip was retrieved endoscopically and another endoscopic vessel dissector was used to complete the vein harvest. There were no adverse pt consequences reported.